Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up normally. As part of troubleshooting, the philips field service engineer (fse) reviewed system log files and found the issue with the power supply unit within the hospital, all the 3 phases have under voltage. The fse also stated that the customer might have pressed video only mode during the system boot up. To resolve the issue, the customer restarted the system several times, after which the system booted up normally and was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to normally boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.